Event description:
The customer reported that he received some no delivery alarms on his insulin pump that were resolved with a complete set change. The customer wished to return this reservoir to be analyzed. His blood glucose level was 133 mg/dl. The customer stated that the reservoir would not push insulin through and was sticky. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 3004209178-2014-99131.